Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared multiple intermittent altitude alarms. Customer's blood glucose reached 216 mg/dl. Customer wears pump in sports bra and tandem technical support educated the customer this was the reason altitude alarms occurred. Customer reloaded the cartridge and resumed insulin delivery.